Event description:
Patient required new arterial line pressure monitoring setup. Rn was unable to fill the attached 10ml syringe with fluid due to significant resistance despite pulling on blue tig tail on the transducer. Setup taken down and new kit obtained. No issues priming/filling syringe with new transducer. No patient harm. Defective transducer removed.